Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) her onetouch ultra meter was prompting an error 5 message when she was attempting to test her blood glucose. Per the ot ultra2 owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the evening, the patient alleged the issue first occurred. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications due to the alleged issue. The patient reported within a few minutes of the alleged issue occurring, she developed symptoms of "shakiness." The patient reported on (B)(6) 2012 in the evening, she had 5 units of insulin (unknown type) as treatment. It is unclear if this was part of the patient's usual dose of medication or in response to an acute complication of diabetes. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used. The cca also noted the patient's test strips were in good condition. The cca discovered the patient's testing process was correct. And the test strip completely drew in the sample. However, the alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis with the following findings the spc pin 2 was found to be high and there was white residue on the meter. This complaint is being reported as an adverse event because, the patient reported due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(10/15/2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis with the following findings- the spc pin 2 was found to be high and there was white residue on the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.